Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) last night before bed was 30mol/l. The reporter stated that this morning, the patient was unable to respond appropriately and a family member was aware of what it looked like when the patient was having a low bg, the patient was very confused and unable to get up on her own. The family member assisted her to take glucose in the form of straight sugar with five glasses of apple juice. The bg was checked and it was 1.9mmol/l. The patient¿s bg was checked multiple times. The reporter confirmed that the patient was able to drink the juice but with assistance. The patient¿s bg before going to work at 830am was 9.2mmol/l. The reporter and the patient stated that the time on the pump is changing am/pm on its own. The patient denied any time/date change and has only been using this pump on (B)(6) 2013. A review of the history indicated no unusual time/date issues, appears in normal sequence for prime, bolus, alarm, and total daily dose history. This report is being made due to the alleged hypoglycemic event the patient experienced due to an alleged time/date issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history shows pump was in use from (B)(4) 2013 to (B)(6) 203. The daily insulin delivery totals correctly reflected the user's programmed basal rates. Time in black box is congruent, no evidence of am/pm changing. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.